Event description:
Got 8 maximbio cleardetect covid-19 antigen tests from usps. (Have used other tests before.). In 6 of the 8 tests tried so far, I've gotten no control line or test line appearing. I've reread the instructions several times, and followed them to the letter. FDA safety report ID# (B)(4).